Event description:
The pt received the scs system on (B)(6) 2008. It was reported that the pt is without stimulation and that the pt's ipg has not been recharged for several months. The pt programmer and the charger were unable to communicate with the pt's ipg. A replacement charger was unable to resolve the issue. The pt indicated her last charge of the ipg was 8-months prior to the incident awareness. The next course of action is undetermined.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.